Event description:
A customer reported receiving erratic readings on their freestyle flash blood glucose meter. The customer obtained readings of 79 mg/dl, 108 mg/dl, 328 mg/dl and 50 mg/dl within a ten minute timeframe and the tests were performed on the finger. When plotting the readings against the average on a parkes error grid, the results fell in the "b" and "c" zones. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.